Manufacturer narrative:
Investigation summary: one actual sample in an open package was received by our quality team for evaluation. Upon visual inspection of the sample, no needle pierce through catheter was observed; therefore, the failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by the needle. This was discovered before use. The following information was provided by the initial reporter: the front of catheter was pierced before puncturing the indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by the needle. This was discovered before use. The following information was provided by the initial reporter: the front of catheter was pierced before puncturing the indwelling needle.